Event description:
A piece of catheter broke off of a #22 french foley catheter and was floating around in rptr's bladder for about 3 months. At times, while urinating, this piece of catheter would block the passage of urine and cause rptr to go into shock. The dr kept on enlarging the urinary canal with a metal probe, size #14 to #28. (*)